Event description:
An explanted generator was returned to the manufacturer for analysis and during device evaluation, the feed-thru capacitors failed to meet testing specifications. The purpose of the feed-thru capacitors is to provide emi protection and is not required to provide therapy. As a result, an intermittent electrical connection of this component does not impede the pulse generator's ability to provide therapy according to the programmed settings. Functionally, the device will perform as intended and provide an output pulse that meets specification. It is possible, that the manipulation of the feed-thru wires may have contributed to the intermittent condition. With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. Also, the DHR of the device was reviewed, confirming the device met all specification prior to shipment.